Event description:
Insertion of implantable access port on the patient. The surgeon checked the blood return, which was not possible. The surgeon confirmed distal catheter part migration. He tried to retrieve the catheter tip, but it was not possible. The surgeon decided to send the patient to the clinica cardiovascular to withdraw the catheter by interventional radiology. The patient is stable.

Manufacturer narrative:
Batch history review: no other similar incidents were declared to us concerning this batch of access ports. Investigation: no device returned for evaluation. Conclusion: the elements in our possession cannot allow us to conclude on the root cause of this incident. Our complaint handling database does not show any increasing trend for this type of complaint. It is an isolated case. No corrective action is envisaged. It is worth nothing that the celsite t305 access port, reference (B)(4) is not cleared in the us, but this device has the same catheter as the reference (B)(4) (k130576).